Event description:
It was reported patient was unable to place ipg into MRI due to high impedances on one contact. As such surgical intervention was undertaken wherein the lead was replaced and therapy restored, and issue was taken care.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.